Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument wire broke. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable had broken at the distal clevis hub. The cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also found indentation at the edge of the distal pulley. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.